Event description:
It was reported that an emt injured their back when the cot dropped while unloading a (B)(6) patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that an emt injured their back when the cot dropped while unloading a 200 lb patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation concluded that the alleged cot drop event was actually a drift event due to the design and function of the hydraulic system which would not allow the cot to drop. This likely occurred due to user error such as pulling the manual release lever.